Manufacturer narrative:
The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is defective. The customer reported there was no patient involvement at the time the issue was discovered.